Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed a cut on the tubing near the chamber port. An underwater leak test was performed, and revealed a leak from the cut. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a clearlink luer activated valve. The leak was discovered from the lower side of the chamber during use. There was no patient injury or medical intervention associated with this event. No additional information is available.